Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient underwent tha with centpillar stem and trident cup. On (B)(6) 2016, the patient visited a hospital. At that time, the surgeon considered a possibility of armd by the examination result. The surgeon is monitoring for the patient now. The surgeon planning the revision surgery in (B)(6).

Manufacturer narrative:
Corrected data: product not returned. An event regarding altr involving an unknown centpillar stem was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device remains implanted. Medical records received and evaluation: a review by a clinical consultant indicated: there is no clinical information about clinical symptoms of the patient or other findings that would support the surgeon¿s suspicion for presence of armd. Armd is a similar acronym as altr (adverse local tissue reactions) and is also frequently used to indicate problems with adverse tissue reactions as a consequence to exposition to metallic debris originating from implanted metallic devices. What is quite evident in this case despite the limited information is the presence of pronounced cup malposition with very low inclination of 27°, low anteversion and very superficial cup placement with the superior cup rim protruding far into the joint space. Total hip components require positioning for optimal rom. Normal cup position is around 45° of inclination (abduction) and some 20° of anteversion, a bit depending upon surgical approach to the hip and surgeon preference. The stem should have an anteversion around 15°, again depending upon surgical approach and stem design. In this case, the cup has a very low inclination of 27° where 40° - 45° would be the target for optimal inclination. Furthermore, the cup does have some anteversion but this is on the lower side of normal which is between 15° - 25° of anteversion. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: a review by a clinical consultant concluded, cup malposition in very low inclination, low anteversion and superficial cup placement has contributed to an overload condition in the arthroplasty where all suspected armd would be considered secondary to this cup malposition. Further information such as device details, return of device, pathology reports, operative reports, additional x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The patient underwent tha with centpillar stem and trident cup. On (B)(6) 2016, the patient visited a hospital. At that time, the surgeon considered a possibility of armd by the examination result. The surgeon is monitoring for the patient now. The surgeon planning the revision surgery in (B)(6).